Event description:
This may be a duplicate complaint. Voluntary medwatch received from FDA and reporter requested anonymity. It was reported that after a coronary drug eluting stenting treatment procedure, a stent blockage occurred. Per the medwatch description: "pt had a heart attack in [text censored}. A stent was implanted and pt was on plavix. Pt started having chest pain. Again in the [text censored]. Pt was taken to the hospital and angiogram revealed a blockage of the previous stent. An angioplasty was attempted but the balloon did not deflate on withdrawal. A CABG was done in the end."